Event description:
It was reported that the patient experienced a hole in the balloon with an artificial urinary sphincter (aus). The aus two cuffs, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information as reported that the patient experienced recurring incontinence due to the fluid loss from the hole in the balloon.

Event description:
It was reported that the patient experienced a hole in the balloon with an artificial urinary sphincter (aus). The aus two cuffs, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.